Event description:
Customer reported that they received a weak battery, battery out limit and a motor error alarm on the insulin pump that erased everything. Mother stated that the motor error alarm did occur and it was not showing up in the alarm history. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was nearly 100 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. However, insulin pump received slightly loose drive support disk. Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specifications. No low battery alarms noted. Insulin pump received with cracked case at display window corners, reservoir tube lip and battery tube threads, minor scratches on display window and missing end cap sticker.